Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 513 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer treated high blood glucose with insulin pen and manual injection. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer stated auto mode feature was declined at the time of high blood glucose. The insulin pump will not be returned for analysis.